Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found no anomalies.

Event description:
Additional information received reported that the representative met with the patient and the patient was still feeling stimulation even though stimulation showed off per the clinician programmer, the recharger, and the patient programmer. The patient had received a new patient programmer, which did not resolve the situation. It was noted that the amplitude was at 0.0 volts. This was happening every time stimulation was shut off and started after the ins replacement in (B)(6) 2015. The patient could feel the stimulation even when laying down. Impedances were all okay. Troubleshooting was done to verify stimulation was off and the patient reported that he "still feels stim but it feels less strong." Stimulation was then turned on, increased to 3.7 volts, and the patient felt stimulation where he usually does. It was suggested to put the patient on a cycling program for at least a couple of days or vary the electrode combination. It was noted that this was a sudden change in therapy/symptoms. Follow-up is being conducted to determine troubleshooting performed, patient outcome, and if root cause was determined. Once received, a supplemental report will be submitted.

Event description:
Additional information received from the patient reported that they would turn the stimulation down to 0 and still feel it.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the manufacturer's representative reported that the patient had their implantable neurostimulator (ins) explanted and replaced. The patient was no longer feeling stimulation when the ins was off. The patient recovered without sequela. Settings of an amplitude of 3.5/3.6, a pulse width of 450, and a rate of 60 were reported.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2007, product type lead. (B)(4).

Event description:
It was reported that the patient's stimulation sensation never turned off. The patient normally had residual stimulation but it use to only last one hour, now it was on all the time which had been a gradual change. The manufacturer'srepresentative (rep) performed a physician mode recharge (pmr) to reset the implantable neurostimulator (ins) and change the rate to 15 hertz so the patient could feel "thumping" annd then turn stimulation off. The patient reported the thumping stopped. It was reviewed that this indicated stimulation was turning and the doctor should consider medical or physiological condition. It was noted the problem started after the ins was replaced. The rep. Reported on (B)(6) that the continuous stimulation had stopped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.